Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was programmed to infuse pantoprazole 10ml/hr., however; the bag was found empty. In review, the rate was found to be infusing at 400ml/hr. Instead of 10ml. There was no patient impact.